Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed therapy pcb assembly was further evaluated in the failure analysis center. The cause of the reported issue was determined to be a shorted diode, designator cr44. The shorted diode caused excessive electrical damage to the pcb assembly due to high current.

Event description:
The customer contacted physio-control to report that while testing their device they attempted to deliver defibrillation energy. Upon the defibrillation energy delivery attempt, they heard a noise from inside the device, and the service indicator became illuminated and logged event codes. There was no patient use associated with the reported event. Upon evaluation of the customer's device, it was observed that the device would charge, however would not deliver a defibrillation shock.